Event description:
The patient reportedly developed a hematoma over the implant site 4 weeks after the implant surgery. The company was informed that the patient was treated with antibiotics (type unknown), about 1 cc of blood was aspirated from the patient's hematoma, and a pressure bandage was applied. The patient is reportedly improving and is monitored by the center.